Event description:
It was reported that an ilet device displayed alert code 38 indicating consecutive stalled motor during and after a supply change, leading to repeated ¿unable to proceed¿ messages despite multiple restarts, three full supply replacements including a new cartridge, and two successful dry runs up to 165 units before recurrence. Symptoms included no reported adverse clinical effects. Outcomes included the need to discontinue the implicated pump and provide replacement supplies and a replacement device. Investigation included guided troubleshooting with forced restart, dry runs, and complete supply exchanges to isolate the issue. Investigation of this case revealed continued motor stall behavior consistent with a device malfunction of the pump drive mechanism despite new disposables, suggesting a device-related performance failure rather than a user or supply issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction consistent with a stalled motor condition. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.